Manufacturer narrative:
Multiple attempts have been made to try and retrieve further event info with no customer response. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info stating pt had experienced high bg's.